Event description:
Boston scientific crm received information from the physician, that multiple attempts to implant this lead into the right atrium (ra) were taken. The physician stated she was disappointed that it was so difficult to position and implant this lead. After initial implant, this lead then dislodged after the pocket was closed. The pocket was reopened and the lead was successfully repositioned. This lead required repositioning twice more, two more for a total of 4 reposition attempts with this lead before good diagnostic numbers were achieved and the lead was fixated. The product remains in service.